Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer's parent also reported that the customer had a high blood glucose of in the 400's mg/dl. Customer stated that the customer has been wearing the infusion set and reservoir for more than 3 days and was advised that it is not recommended to wear the infusion set past the allotted days and it could cause insulin occlusion and a no delivery of insulin. Customer's parent declined high blood glucose troubleshooting. The customer¿s parent was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.